Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1.0 mmol/l, resulting in loss of consciousness and a head injury. The cause was unknown. The customer consumed carbohydrates and received IV fluids and glucose administered by hospital staff to address the low blood sugar, and these treatments resolved the issue.

Manufacturer narrative:
Updated b5.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1.0 mmol/l, resulting in loss of consciousness and a head injury. The customer consumed carbohydrates and received IV fluids and glucose administered by hospital staff to address the low blood sugar, and these treatments resolved the issue. Multiple attempts were made to follow up with the customer regarding the release date; however, no response from the customer was received.